Event description:
Pt status x4 bypasses. On 3-11p shift it was discovered that the baxter interlink continuflo solution IV tubing had a defect in the valve port allowing the secondary kcl medication infusion to be administered into the main IV solution. Tubing changed immediately.